Event description:
I got essure placed (B)(6) 2014. I have experienced severe bloating, back pain, pelvic pain, fatigue, headaches and my periods have become so painful and heavy. My body feels as if it is out of control. The pain is becoming unbearable.